Manufacturer narrative:
The manufacturing location for this product is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd sero-fuge¿ 2002 centrifuge, 2 speed, 115v that the unit would complete the run time, reach zero, the lid would unlock, and automatically open while the rotor was still spinning. There was no health impact or consequence reported.

Event description:
It was reported while using the bd sero-fuge¿ 2002 centrifuge, 2 speed, 115v that the unit would complete the run time, reach zero, the lid would unlock, and automatically open while the rotor was still spinning. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary : customer reported lid issue on serofuge instrument (catalog number 420352) serial number (B)(6). The customer indicated the serofuge centrifuge rotor spins while the lid is open. Customer reported no adverse user or patient impact. Customer is no longer using the instrument. Advised customer to have instrument evaluated by a qualified technician. Informed customer the product is discontinued, and no spare parts are available. Root cause is not determined, and this complaint is not a confirmed failure of the instrument as the instrument was not returned to investigate. Review of device history record for is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to closely monitor trends associated with the failure of ¿safety.¿